Event description:
It was reported that a small volume folfusor broke apart. While filling the device with 5-fluorouracil, the yellow base detached from the diffuser reservoir which led to a break in the connection between the diffuser and the syringe resulting in an "explosion" of the entire chemotherapy product inside the isolator. This event occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured january 14-21, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.